Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 had a backup battery issue; the ventilator was not turning on while on battery. The ventilator was not in use on a patient at the time of the reported event. Medtronic/covidien was not authorized to evaluate/repair the device as the product was not in medtronic/covidien control. The repair was completed at a non-medtronic/covidien location and the third party service provider reported that the internal battery was faulty and they replaced the internal battery to resolve the issue. The ventilator was in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.